Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.5 cm - 10.1 cm from the connector pin, due to friction with another device, which could cause the reported noise problem.

Event description:
It was reported that both leads exhibited noise with pocket manipulation. Also noted were outer insulation abnormalities. The leads were replaced.